Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two prostyle device using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the plunger of the first device couldn't be pushed down. The second device experienced a cuff miss [suture retrieval issue]. The suture of a new abbott perclose device was successfully pre-placed. The aaa procedure was completed using an 18f sheath. Hemostasis was achieved with the pre-placed abbott perclose suture and manual compression. Additionally, the patient was given protamine (standard procedure). There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.